Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 325cc, catalog number 3503251bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the right side. Rupture was confirmed by MRI. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 10/23/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the device it was observed to be ruptured, additionally shell abrasion was noted in the edges of the rupture. No other anomalies were discovered. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).